Manufacturer narrative:
The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer called, reporting they were receiving readings in a wrong unit of measure, err4 and a battery icon on their freestyle meter which is the indication that meter may have exhibited a memory overwrite malfunction. There was no report of death, serious injury or mistreatment.